Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this annuloplasty ring was implanted and explanted on the same day for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to regurgitation. The physician successfully implanted a 38mm annuloplasty band. Added patient code. If information is provided in the future, a supplemental report will be issued.